Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported broken/damaged, logic board - 133.6080. There was no patient involvement.

Event description:
The customer reported broken/damaged, logic board - 133.6080. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2. Additional in d8, h3, h6. The reported event of device had broken/damaged pcu was created to document the event that the customer reported. The customer did not return the device for evaluation; therefore customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 18may2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.